Event description:
It was reported that the customer experienced a blood glucose (bg) level of 1144 mg/dl, heart attack, cardiac arrest, and diabetic ketoacidosis. The cause of elevated bg was unknown; however, customer reportedly had covid, and believed insulin could have been bad. Additionally, it was not known if the heart attack was the cause of the elevated bg, or was the result. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Reportedly, customer was put on life support and given blood. Additionally, customer was given unspecified fluids. No additional information was provided regarding treatment received. Reportedly, the customer was released on (B)(6) 2022 with the issue was resolved. As a result of the event, customer reportedly sustained a weakened heart, and fluid in lungs.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.